Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug, reference number (B)(4), lot number huyg0845 was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years 5 months post implant of perfix plug, patient was diagnosed with hernia recurrence, adhesions, pain and mesh migration thereby underwent repair. Per op notes, "mesh wading in the inguinal canal". The instructions-for-use supplied with the device list adhesion as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug, reference number 0112780, lot number huyg0845 was implanted to repair the hernia defect. (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, "the hernia sac was transected at the level of the internal ring and the portion of the sac was reduced back into the peritoneum. A perfix plug was placed in the internal ring and sutured. The plug was placed around the cord contents and secure to the inguinal floor and sutured." (B)(6) 2017 - patient visited hospital for inguinal hernia. (B)(6) 2017 - patient was diagnosed with recurrent incarcerated right inguinal hernia, mesh wading in the inguinal canal, findings of appendix, cecum entrapment within the hernia sac and dislodged mesh waded in the inguinal canal thereby underwent robotic laparoscopic repair and appendectomy with the implant of prolene mesh. Per operative notes, "indirect hernia containing bowel was identified. Hernia sac was reduced and adhesions were taken down. Once this was reduced, the cord was carefully separated from the peritoneum which was freed. A prolene mesh was placed in the preperitoneal space and sutured to the cooper's ligament. Removal of appendix was carried out." (Note: there is no mention/visualization of perfix plug in operative notes) (B)(6) 2017 - patient visited hospital for post operative follow-up. (B)(6) 2018 - patient presents with pain. (B)(6) 2019 - patient visited hospital for follow-up of left inguinal hernia. Attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, hernia recurrence, pain and emotional injuries. It is also alleged that "I suffered from severe pain; often radiating through my groin area. I also developed a hard mass in my groin area, due to the mesh moving and becoming a "wad of mesh" inside my groin."